Event description:
Hospitalized due to hba1c result of 11 [glycosylated haemoglobin increased]. Blood glucose rose to 500 mg/dl [blood glucose increased]. Novopen 6 pen was not dispensing medication [device failure]. Piston being stuck [device mechanical issue]. Case description: study ID: (B)(6) innovex pen educator org. Study description: trial title: patient education on using of devices for both insulin and growth hormone (durable and disposable devices). Patient's height: 168 cm. Patient's weight: 86 kg. Patient's bmi: 30.47052150. This serious solicited report from turkey was reported by a consumer as "hospitalized due to hba1c result of 11 (hba1c increased)" with an unspecified onset date , "blood glucose rose to 500 mg/dl (blood glucose increased)" beginning on (B)(6) 2025 , "novopen 6 pen was not dispensing medication (device failure)" with an unspecified onset date , "piston being stuck (device mechanical jam)" with an unspecified onset date and concerned a 61 years old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", , ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) (dose: 78 iu, qd (36 units in the morning and 42 units in the evening)) from unknown start date for "type 2 diabetes mellitus", current condition: type 2 diabetes mellitus (for 7 years), high cholesterol (for 4-5 years), hoarseness, nerve inflammation historical drug: ryzodeg flextouch. Concomitant medications included - dekort [dexamethasone] (dexamethasone), alatab (thioctic acid), panto [pantoprazole sodium sesquihydrate] (pantoprazole sodium sesquihydrate), glifix(pioglitazone), vidaptpine (noncodable) (dose: 50 mg, bid), ulturox (noncodable) (dose: 10 mg, qd for high cholesterol). On an unspecified date, patient reported that novopen 6 pen was not dispensing medication from the needle tip and that the orange silicone piston was not making contact. Patient reported that simultaneous test was conducted, and issue was identified as the piston being stuck in a retracted position. On an unspecified date on (B)(6) 2025, patient blood glucose levels elevated. Patient reported that the possible cause of elevated blood glucose levels as patient drank a dekort ampoule in september due to hoarseness. Following this on (B)(6) 2025, blood glucose (blood glucose) rose to 500 mg/dl, and were taken to the emergency department by ambulance. After observation, patient was discharged the same day. On an unspecified date, patient post prandial blood glucose level (blood glucose) and preprandial blood glucose (blood glucose) were 264 mg/dl and 270 mg/dl respectively. Since then, blood glucose levels have remained high, and the elevated hba1c level of 11 (glycosylated haemoglobin) led to the decision for hospitalization. On (B)(6) 2025, patient was hospitalized and reported that there is no planned discharge date. Patient does not associate the experienced issues with the medication and has not requested an investigation. Batch numbers: novopen 6: requested. Ryzodeg penfill 100 u/ml: rs6nl90. Action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "hospitalized due to hba1c result of 11 (hba1c increased)" was unknown. The outcome for the event "blood glucose rose to 500 mg/dl (blood glucose increased)" was unknown. The outcome for the event "novopen 6 pen was not dispensing medication (device failure)" was not reported. The outcome for the event "piston being stuck (device mechanical jam)" was not reported. Reporter's causality (novopen 6). Hospitalized due to hba1c result of 11(hba1c increased): unknown. Blood glucose rose to 500 mg/dl (blood glucose increased): unknown. Novopen 6 pen was not dispensing medication (device failure): unknown. Piston being stuck (device mechanical jam): unknown. Company's causality (novopen 6). Hospitalized due to hba1c result of 11 (hba1c increased): possible. Blood glucose rose to 500 mg/dl (blood glucose increased): possible. Novopen 6 pen was not dispensing medication (device failure): possible. Piston being stuck (device mechanical jam): possible. Reporter's causality (ryzodeg penfill 100 u/ml). Hospitalized due to hba1c result of 11(hba1c increased): unlikely. Blood glucose rose to 500 mg/dl (blood glucose increased): unlikely. Novopen 6 pen was not dispensing medication (device failure): unknown. Piston being stuck (device mechanical jam): unknown. Company's causality (ryzodeg penfill 100 u/ml). Hospitalized due to hba1c result of 11(hba1c increased): possible. Blood glucose rose to 500 mg/dl (blood glucose increased): possible. Novopen 6 pen was not dispensing medication (device failure): possible. Piston being stuck (device mechanical jam): possible the incident dates are captured to ensure the mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Reporter comment: as a possible cause of the elevated blood glucose levels, the patient mentioned that they drank a dekort ampoule in september due to hoarseness. Following this, their blood glucose rose to 500 mg/dl, and they were taken to the emergency department by ambulance. After observation, they were discharged the same day.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hospitalized due to hba1c result of 11 [glycosylated haemoglobin increased] blood glucose rose to 500 mg/dl [blood glucose increased]. Case description: this serious solicited report from turkey was reported by a consumer as "hospitalized due to hba1c result of 11(hba1c increased)" with an unspecified onset date , "blood glucose rose to 500 mg/dl(blood glucose increased)" beginning on (B)(6) 2025 and concerned a 61 years old female patient who was treated with ryzodeg penfill 100 u/ml (insulin as part 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "type 2 diabetes mellitus", concomitant medications included - novopen 6(insulin delivery device), dekort [dexamethasone](dexamethasone), alatab(thioctic acid), panto [pantoprazole sodium sesquihydrate](pantoprazole sodium sesquihydrate), glifix(pioglitazone). Action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "hospitalized due to hba1c result of 11(hba1c increased)" was unknown. The outcome for the event "blood glucose rose to 500 mg/dl(blood glucose increased)" was unknown. Reporter's causality (ryzodeg penfill 100 u/ml) - hospitalized due to hba1c result of 11(hba1c increased) : unlikely blood glucose rose to 500 mg/dl(blood glucose increased) : unlikely. Company's causality (ryzodeg penfill 100 u/ml) - hospitalized due to hba1c result of 11(hba1c increased) : possible blood glucose rose to 500 mg/dl(blood glucose increased) : possible. On 04-dec-2025, it was confirmed that novopen 6 was not a part of complaint, the problem was solved and recorded as successful troubleshooting. Hence the case was downgraded from serious device to serious drug case. The suspect novopen6 will be changed to concomitant post submission of reports. Since last submission case has been updated with following is nonreportable field updated as yes events device failure and device mechanical jam were deleted gxp comment was added narrative updated accordingly references included: reference type: e2b company number reference ID #: (B)(4) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID #: (B)(4). Reference notes: medwatch 3500a MFR. Report number final manufacturer comment: on (B)(6) 2025: on (B)(6) 2025, it was confirmed that novopen 6 was not implicated in the complaint, as the issue had been resolved and documented as successful troubleshooting. Since novopen 6 was initially considered a suspected device and an initial device report was submitted, we are now reclassifying the case as a drug-related matter rather than a device issue, based on follow-up information. Consequently, the case has been downgraded from a serious device incident to a serious drug case. The suspect novopen 6 will be listed as a concomitant product following submission of the reports.